Event description:
A family member reported that the customer was having persistent high blood glucose values, and that the customer was hospitalized for them. It was reported that the customer had done troubleshooting for the insulin pump in the past; the family member declined any more troubleshooting during the phone call with the helpline. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.